Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a battery out limit alarm and a blank display because she went through an MRI machine with the insulin pump on. The customer's blood glucose reading was 600 mg/dl. The customer inserted a new battery and the display returned. The customer was sent a replacement battery cap and was advised to monitor the issue. The insulin pump was not replaced or returned for analysis.